Event description:
The day after index procedure the pt became unstable and iabp and cardiac pacing was initiated. Thrombus was confirmed in the implanted cypehr stent, and proximal to it. To treat the thrombus, aspiration was conducted, and 240,000 unit of urokinase was administered twice. The pt also developed complete av block and then bradycardia with decreased blood pressure, followed by cardiac arrest; and no flow was observed. Therefore, cardiac message was conducted, and the pt was resuscitated. However, pt passed away due to multiple organ failure caused by the shock.